Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a coil migration occurred and the coil broke in half. The target vessel was the splenic artery. A 4mm x 15cm interlock was selected to treat the artery. During an embolization treatment procedure, the coil was deployed and the physician tried to retract the pusher wire. It was observed that the coil unraveled, got long and fell apart. Snaring was done to retract the device from the aorta. The device was deployed which broke in half and the other half was left in the artery. The back half was then retrieved successfully. The procedure was completed with this device. There were no patient complications reported and the patient's status was fine.